Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited intermittent capture, noise and was fractured. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the distal coil was over-torqued, the damaged filars broke through the distal insulation and protruded outward between the distal coil filars at 3.0 cm from the connector pin. This could result in intermittent shorts between the proximal and distal coil and likely cause the reported intermittent capture and noise.